Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a successful cori assisted case with no errors, the robotic drill attachment could not be removed. A kpc test was attempted to unlock the real intelligence robotic drill manually but it would not unlock. The drill passed a kpc test. A new case was entered and a disconnect error displayed. They returned to kpc test and an internal error displayed. Since event occurred after the case, there was no patient involved.

Manufacturer narrative:
H3, h6: the ri robotic drill p/n rob10013, sn (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment could not be removed manually. The drill attachment could not be removed through the kpc unlock process. The drill motors were removed and the carriage was free to move to unlock position. The drill attachment could be removed. The drill was reassembled and a known good drill attachment was attached and detached. Drill attachment retaining nut has unthreaded from drill attachment placing additional force on the drill nose piece, prohibiting the carriage from properly extending, prohibiting the drill attachment rotation and removal. The most likely cause of this event is the drill attachment retaining nut has unthreaded from drill attachment placing additional force on the drill nose piece, prohibiting the carriage from properly extending, prohibiting the drill attachment rotation and removal. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the ri robotic drill p/n rob10013, (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment could not be removed manually. The drill attachment could not be removed through the kpc unlock process. The drill motors were removed and the carriage was free to move to unlock position. The drill attachment could be removed. The drill was reassembled and a known good drill attachment was attached and detached. Drill attachment retaining nut has unthreaded from drill attachment placing additional force on the drill nose piece, prohibiting the carriage from properly extending, prohibiting the drill attachment rotation and removal. The most likely cause of this event is the drill attachment retaining nut has unthreaded from drill attachment placing additional force on the drill nose piece, prohibiting the carriage from properly extending, prohibiting the drill attachment rotation and removal. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.